Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v677811, implanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v677811, implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
(B)(4) : it was reported the patient had their stimulator moved from their back to their stomach due to their pants and belt rubbing on the stimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their stimulator moved from their back to their stomach due to their pants and belt rubbing on the wires and stimulator. It was noted that the belt rubbing on the wires/stimulator was uncomfortable for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when he had the ins implanted it was in his back. But the ins was rubbing on his belt line. It was uncomfortable and irritable. The ins was moved to the front of the body. No further complications were reported/anticipated.

Manufacturer narrative:
Upon further review, it was determined that device code (b)4) is applicable. Previously reported device code does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when he had the ins implanted it was in his back. Maybe 6 months after the implant, the ins was rubbing on his belt line. It was uncomfortable and irritable. The ins was moved to the front of the body. No further complications were reported/anticipated.